Event description:
Device report from synthes (B)(4) reports an event in (B)(6) as follows: this patient suffered a fracture of the diaphysis of his right femur in a motorcycle accident. During a visit on (B)(6) 2013, the nail was found to be fractured. There is no record of the date of implantation. The outcome is unknown. This is report 1 of 1 for complaint (B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis. Manufacturing documents were reviewed and no complaint related issues were found. The investigation could not be completed; no conclusion could be drawn, as no product was received. Placeholder.

Manufacturer narrative:
This device is used for treatment, not diagnosis. Device explanted on an unknown date. Device received. Subject device has been received and is currently in the evaluation process. Investigation is on going; no conclusion could be drawn.

Manufacturer narrative:
Additional narrative: additional evaluation was conducted. The report indicates that based on the topography of the fracture surface we can conclude that the implant was subjected to low dynamic bending loads. Constantly alternating load cycles (during walking) led to the fatigue of the material, then to a first crack and finally to the overload, respectively to the fatigue fracture. The implant could not resist the applied force which finally led to the material overload/fatigue failure. A failure resulting from either a material defect or the manufacturing process can be excluded.